Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 500 mcg/ml of baclofen at 77.19 mcg/day via an implantable pump for intractable spasticity. The hcp was 80% sure the pump was delivering gablofen. It was reported that a motor stall and recovery occurred on (B)(6) 2019. The pump status and/or event log report showed that the motor stall occurred on (B)(6) 2019 at 1900 and recovered 1.5 hours later. The patient had not had a magnetic resonance imaging procedure recently. Pump motor stall and electromagnetic interference (emi) considerations were reviewed. It was also reviewed to return the device to the manufacturer for analysis if removed. No symptoms were reported. No further complications were reported or anticipated.